Manufacturer narrative:
The device has been designed according to safety standards and is safe to use when used according to the dfu. On (B)(6) 2017: this report was submited to the us FDA in error, it should not have been submitted. The product manufacturer has been communicated of the issue.

Event description:
The consumer claims to be getting inaccurate readings on his device. He had ensured that the device was positioned correctly and that there was no low charge on the batteries.

Manufacturer narrative:
The device has been designed according to safety standards and is safe to use when used according to the dfu.

Event description:
The consumer claims to be getting inaccurate readings on his device. He had ensured that the device was positioned correctly and that there was no low charge on the batteries.